Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a loss of prime issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 250 mg/dl with atypical thirst and excess urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support reviewed the event with the reporter. Reportedly, the pump alerted for loss of prime multiple times. The reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to identify any causes for the reported prime issue. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with loss of prime of unknown causes.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.